Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown, unknown stem, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02118, 0001822565-2019-02137, 0001822565-2019-02138. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Subsequently, patient experienced an unspecified complication; however, no revision has been reported at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper, 00801803203, ln 61661894 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length, pn 00771100710, ln 61679363 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00631005032, ln 61639292 bone scr 6.5x30 self-tap, pn 00625006530, ln 61639292. MDR: 0002648920-2019-00424. 0001822565-2019-02136-1. 0001822565-2019-02138-1. This follow-up report is being submitted to relay additional information.